Manufacturer narrative:
The lens was returned with dried solution present and cut in half, which is typical of insertion and removal from the eye. Scratches were observed on the optic portion of the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch was observed. Based on the information received and our observations, a root cause cannot be identified. All lenses are 100% inspected and meet manufacturing release criteria prior to release. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens was found to be scratched after insertion into the eye. The iol was replaced with an alternate lens during the same procedure. There was no patient harm.